Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The performance data collected from the device was also received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with palpitations and chest discomfort. Upon device interrogation, the pacing lead exhibited high impedance, pacing failure and a fracture was suspected. The pacing lead was explanted and replaced. No further patient complications have been reported as a result of this event.